Event description:
Edwards received information that a 21mm 3300tfxj pericardial aortic valve, implanted approximately four (4) years and one (1) month, was explanted due to aortic stenosis secondary to pannus overgrowth across an extensive area of the device. The device was originally implanted for aortic valve replacement to correct aortic regurgitation. The device was explanted and replaced with a 21mm non-edwards device with no adverse patient events reported. The device was returned for evaluation.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction likely contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). Customer reports of stenosis and pannus were confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the outflow aspect. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing cloth had multiple cuts around the sewing ring. Wireform was exposed on commissures 3 on the outflow aspect.

Event description:
Edwards received information that a 21mm 3300tfxj pericardial aortic valve, implanted approximately four (4) years and one (1) month, was explanted due to aortic stenosis secondary to pannus overgrowth across an extensive area of the device. The device was originally implanted for aortic valve replacement to correct aortic regurgitation. The device was explanted and replaced with a 21mm non-edwards device with no adverse patient events reported. The device was returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.